Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: norway. During a cesarean section 5 mm of the needle broke off.

Manufacturer narrative:
Samples received: 11 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 11 closed samples and 1 open and used sample with the tip of the needle broken. We have checked the needle of the open sample received and there are marks of the needle holder in the broken area of needle tip as can be seen in enclosed picture. The needle tip is a weak part of the needle. The needles of the closed samples received have been tested for bending strength and the results fulfill product specifications: 12.80 nxcm in minimum (minimum bending strength specification: > 12.20 nxcm). We have also tested samples available in stock of the same needle raw material batches and the results fulfill the specification for these needles: minimum bending strength result: 12.81 nxcm and 12.76 nxcm (minimum bending strength specification: > 12.20 nxcm). Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.